Event description:
It was reported that the pt had no known peripheral vascular disease. The pt underwent cardiac catheterization via the right femoral artery 1 to 2 days before surgery and no significant coronary artery disease was noted. During the mitral valve repair procedure, the right femoral artery and vein were cannulated using the suldinger technique. The guidewire for the endoreturn cannual passed easily. A 21 fr. Endoreturn cannula was placed in the right frmoral artery. The guidewire for the endoclamp aortic catheter was advanced and some resistance was encountered. The guidewire was withdrawn and re-advanced. The guidewire then passed easily. Using transesophageal echocardiography, the guidewire was visualized within the lumen of the descending aorta and the ascending aorta. The 100 cm endoclamp with the long tip was advanced easily. Cardiopulmonary bypass was initiated and tee imaging of the ascending aorta demonstrated dissection of the aorta propagating to the aortic valve. A sternotomy was performed and ascending aortic replacement was accomplished using circulatory arrest. The pt was weaned from "cpb" without difficulty. The pt maintained good urine output. The pt at the time of the original report had not awaken following surgery. An eeg and head CT scan were planned.